Event description:
It was reported that the patient was experiencing discomfort at the ipg site and ineffective stimulation. X-rays indicated the leads were fractured. In turn, surgical intervention took place wherein, the ipg was explanted and replaced. The physician elected not to replace the leads, as the patient has effective therapy with one lead. Pain has resolved.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.